Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 34 bd ultra fine¿ nano¿ pen needles wouldn't deliver insulin during use, and some wouldn't attach to the pen properly. The following information was provided by the initial report: "parent of consumer reported some pen needles from current box do not pass insulin. Stated he also found some pen needles that have the needle missing and some that don't attach to the insulin pen properly. Stated consumer has approximately 34 pen needles from this box affected."

Event description:
It was reported that 34 bd ultra fine¿ nano¿ pen needles wouldn't deliver insulin during use, and some wouldn't attach to the pen properly. The following information was provided by the initial report: "parent of consumer reported some pen needles from current box do not pass insulin. Stated he also found some pen needles that have the needle missing and some that don't attach to the insulin pen properly. Stated consumer has approximately 34 pen needles from this box affected."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/19/2020. H.6. Investigation: customer returned (35) open 4mm, 32g pen needles without the tear drop label. Customer states that some pen needles do not pass insulin, some pen needles that have the needle missing and some that do not attach to the insulin pen properly. All returned pen needles were examined and 26 out of 35 samples exhibited a bent non patient end of the cannula. Four out of 35 samples exhibited a broken non patient end of the cannula. Both of these conditions could prevent the pen needle from attaching properly to a pen and could prevent insulin from flowing through the cannula properly. All remaining samples were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.